Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nausea, cancer, headache, dizziness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient nausea, headache, dizziness. The medical intervention that the patient received in response to the events is currently unknown. The reported events and its reported severity was reviewed by the manufacture's clinical expert. These events are not related to the device in this case. Based on the available information, the manufacture concludes, no further action is necessary. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on nov 15, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea, headache, dizziness that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed the air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it, dust-like contamination on the top of the blower box lid and surrounding area, dust-like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it, the sound abatement foam was intact and had dust-like contamination on top of it, evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 31 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.